Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: response from sales rep.: could you please provide more details for "first shot, the stapler is jammed" and "fifth shot¿does not allow the surgical stapling in the stomach to be completed"? During the first shot the blade advanced and was blocked, it proceeded to reverse with the side button on the stapler, the reload was removed and the first shot was fired, at the time of completing the fifth shot of the stomach the reloading blue did not engage in stapler jaw showed resistance. Did the device deliver any staples? During the first shot no, after changing the reload yes. If yes, were the staples formed properly? Visually, yes. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Irregular during the first shot, it managed to slightly tear the serosa of the stomach. Was there any difficulty opening the device? Not. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during gastric sleeve surgery, the plee60a reference echelon powered was reloaded with a gst60g reference green reload which had to remove the protector so that it could fit into the jaw of the stapler, at the time of making the first shot, the stapler is jammed and it is decided to change the reload, which works correctly, at the moment of making a fifth shot with a blue refill of reference gst60b, which does not fit in the jaw of the device and does not allow the surgical stapling in the stomach to be completed. It is decided to finish with another stapler. During the event, the jaw of the initially used stapler became quite hot.

Manufacturer narrative:
(B)(4). Date sent: 04/29/2021. D4: batch # u5eh6j. H6: component code = others (g07). H6: component code = safety (g06). Upon visual inspection of one photo, the following was observed: the photo shows a device from the anvil area with a green reload loaded. The anvil is in the closed position and the knife appears to be in the home position, the reload can be seen not fully assembled at the jaw. Based on the photo review, the event describe is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It should be noted that product failure is multifactorial. The returned reload was placed and removed with no issues noted during functional testing. No abnormal temperature was noted during functional testing. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.